Manufacturer narrative:
7/31/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The device was evaluated at co's facility and it was found that the safety functions properly; it covers the trocar tip upon penetration as designed. No indication of failure of the safety shield to function properly was observed. The device was returned with damage to the seal holder which is an external portion of the device and unrelated to the function of the safety shield. Co has determined that this damage likely occurred during removal and not prior to penetration. Co has been informed that the pt expired approximately one month post-operatively of unk cause.

Event description:
The device was used during a laparoscopic appendectomy procedure.